Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported difficulty to remove the device was not confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to open or close the foot include, but not limited to tissue or suture caught in the foot which likely led to the reported difficulty removing the device. The subsequent treatment appears to be related to circumstances of the procedure. The instructions for use (IFU) violation did not contribute to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- against resistance.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the sutures of the first prostyle device were successfully pre-placed and when an attempt was made with a second prostyle device, the suture was deployed; however, there was resistance during removal. The physician believed the foot of the device had remained partially open even though the lever had closed completely. The physician had to use some force to remove the device. The sheath was upsized to an 18f and the pevar was completed. Although the sutures of both prostyles had been successfully pre-placed and no tissue or vessel damage was noted, the physician decided to do a cut down to close the access site instead of using the prostyle sutures. They physician said that his decision to cut down was not due to the prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.